Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she woke up with high blood glucose in the 500 mg/dl range. At noon she attempted to bolus and the insulin pump had a blank display. She has been experiencing high levels since (B)(6) 2015 and is unsure why. Troubleshooting was performed for blank display and a new battery cap was sent to rule out any issues with the battery cap. Customer's symptoms were vomiting, dry skin, severe muscle cramps, extreme thirst, frequent urination, blurry vision, and might be going into diabetic ketoacidosis. Due to blank display high pressure test and troubleshooting wasn't performed. In 2010 she was hospitalized due diabetic ketoacidosis that was caused by severe bladder infection. In february 2015, she was hospitalized due to low blood glucose of 36 mg/dl. Her boyfriend found her passed out. She has been hospitalized for low blood glucose 75 times. The phone battery died and line was disconnected. She is not returning the device for further analysis.